Manufacturer narrative:
(B)(4). Method: the complaint devices were not returned to fisher & paykel healthcare for evaluation. The hospital disposed of the complaint chambers before they could be requested for investigation. Therefore, our investigation is based on the photographs provided by the hospital, investigation of similar complaints and our knowledge of the product. Results: visual inspection of the photographs revealed that the water level was approximately 18 mm above the maximum fill line. However, the water level was well below the chamber ports. There was no visible damage to the chambers in the photographs. A lot check revealed no other complaints of this nature for lot 130527. Conclusion: without the return of the complaint chambers we are unable to determine the cause of the reported problem. It was further reported that there was a possibility that the chambers may have been dropped and was possibly subjected to significant external force. The water level in the photographs was well below the chamber ports indicating that the chamber would still function correctly. Overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Significant impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber and preventing float operation. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail are rejected. This suggests that the reported fault occurred after the chamber was released for distribution. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should the water level exceed the maximum fill line. The user instructions also include a warning to not use the chamber if it has been dropped.

Event description:
A hospital in (B)(6) reported that the water level in two mr290v vented autofeed humidification chambers was above the maximum fill line. This was found during the setup check and prior to patient use.